Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of pain is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The reported difficulties, patient effect of pain and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venotomy closure of a common femoral vein was achieved using a proglide device via an 8f sheath after an atrial fibrillation ablation procedure. Reportedly, immediately after the procedure, the patient experienced nerve pain in the femoral area, the medial portion of the leg. Two days later (2/10/2021) the patient's nerve pain was reportedly significantly worse. The patient was seen on 2/15/2021 with nerve pain continuing. The patient was referred to a surgeon who performed a minor cut down. The suture was reported to have caught the femoral/ilioinguinal nerve branch. The suture was cut and the pain was relieved. The patient is fine. No additional information was provided.